Event description:
A diamondback 360 peripheral orbital athrectomy system became lodged in a patient. The vascular surgeon was not able to remove the catheter. A vascular surgeon attempted a re-vascularization of the left lower extremity using the diamondback 360. The physician was unable to remove the catheter. The physician performed a sheath angio-gram that showed extra-luminal contrast extravasation. The physician attempted a balloon angioplasty to disengage the catheter and cannulation. However, neither procedure disengaged the catheter. The physician was going to perform an amputation. However, the patient was placed on hospice and discharged. The patient from the hospital with a catheter in their leg. It is not the full impact on the patient.